Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated with pump. The mother reports customer received unexpected restart and external ram crc error alarms. Troubleshoot was conducted. The customer was advised that during seating the force sensor did not detect the reservoir. The customer was advised the pump would have to be replaced and returned for analysis.